Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. Patient was being transfused with blood when the IV line disconnected, which resulted in blood leaking. There was no report of patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product was not sequestered by the customer. No failure investigation could be performed. The root cause of the customer's experience was not identified.